Event description:
Information was received from a company representative that the patient will be receiving a replacement generator and lead. Reason for replacement is not known, but is likely due to the high impedance as there is no record of this being resolved. Clinic notes were also received which indicate that the patient has had no recurrent seizures since 2005. X-rays were taken and a lead fracture was confirmed. No known surgical interventions have occurred to date.

Event description:
During periodic review of programming history, it was found on (B)(6) 2014 that high impedance was observed for the patient on (B)(6) 2013. The physician was notified that high impedance had been observed for the patient. Good faith attempts for the patient¿s product information were unsuccessful.

Event description:
Information was received from the surgeon by a company representative. The surgeon stated that the patient seems controlled on medications and since a full revision would be required, the benefits do not outweigh the risks of the procedure. The epileptologist was notified and agreed. The patient will not be moving forward with surgery at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.